Event description:
It was reported that patient had pain and swelling at the pocket area. It was noted that patient experienced burning sensation. The patient underwent a spinal cord stimulator (scs) explant procedure where in the ipg and lead were removed.

Manufacturer narrative:
Additional suspects medical device component involved in the event: model number/catalog number: sc-8336-50, serial number: (B)(6), batch/lot number: 7083371, model/catalog description: coveredge 32 surgical lead kit 50 cm, unique identifier (UDI) #: (B)(4).